Manufacturer narrative:
This report is submitted on april 11, 2017.

Event description:
Per the clinic, the patient was placed under sedation (specific type not reported) on (B)(6) 2017 to undergo testing of the device.